Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of cerebrovascular accident is listed in the a the omnilink elite electronic instructions for use (IFU) as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the right ostial subclavian artery, the emboshield nav6 was used for embolic protection. The omnilink elite stent was implanted with a good result and without issue. The nav6 was removed and no debris was noted in the filter basket. Several hours later, while the patient was still in recovery, the patient experienced a left hemispheric stroke. The patient was transferred to a different facility for treatment. No additional information was provided.